Manufacturer narrative:
E1: initial reporter facility name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a stopcock separated. During an infusion of epinephrine, the nurse noted the patient¿s blood pressure had ¿suddenly decreased.¿ upon further inspection, the nurse noted the ¿blood outflow¿ due to the stopcock ¿at the connection, under the valve¿ had separated. The blood was mixed with epinephrine; therefore, the amount of blood leakage could not be measured. The stopcock was replaced. It was not reported the hypotension treatment or outcome. No further information was available at the time of this report.

Manufacturer narrative:
Additional information was added to h4 and h6. H11: a photograph of the device and two retention samples were received for evaluation. The returned photograph was reviewed, and it was noted that there was a disconnection at the stopcock. The retention samples were visibly inspected and did not identify any abnormalities that could have contributed to the reported condition. The retention samples were connected to a component and set, which torqued as required (connected) and no unwinding/disconnection was noted. Both retention samples were submitted to an air passage test and an underwater leak test for 1 minute, and no leaks were identified. The reported condition was verified in the returned photograph. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.